Manufacturer narrative:
Product analysis the device was returned with the lock pin mechanism loosened and a portion of the stent was observed to be exposed. The device was identified from the strain relief as 80mm, approx 52mm of the stent was exposed from the device, the blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it seem that sheath had detached from the strain relief area connected to stainless steel push rod, a 20cc water filled syringe was used to flush the device through both the annual spaces, it flushed through both the spaces, an in-house 0.035¿ guidewire was used for guidewire loading check, and it was able to advance through the device, the stent could not be deployed by advancing the push grips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a 95% stenosis due to plaque in the proximal common iliac artery underwent a peripheral stent procedure using the stent protege ef. Pre-dilation of the lesion was performed with a 6-100 device. During the procedure, deployment issues occurred, resulting in only partial deployment of the stent. The thumbscrew/lock-pin was checked for securement prior to procedure. No resistance noted during advancement. The stent was safely removed with no intervention and deformation noted to the deployed stent (elongation/shortening). The delivery system was safely removed. There was no vessel damage. The surgery was completed after replacing the product with a new one. No patient complications have been reported as a result of this event.